Event description:
It was reported that the right atrial pace impedance measurements were out of range. No adverse patient effects were reported. The device remains implanted. In addition it was reported hat the device emitted beeping tones. Technical services (ts) advised to have the patient be followed up in clinic.